Event description:
While servicing the ventilator, the manufacturer's service technician reported testing of the nurse call alarm failed. The third party service agency or user had reported no failure of the nurse call alarm during use. Failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician informed the third party service agency that the main pcb board needed replacement to correct the finding. The third party service agency declined service and reported they would notify the manufacturer if they wanted to proceed with the recommended repair. The service technician posted failure of the test on the device.